Event description:
Significant reaction to the bowel and omentum (unspecified) [local reaction]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a nurse regarding a pt (initials unk) with postoperative adhesion. The pt's medical history was not provided. On an unspecified date, seprafilm (sodium hyaluronate, carboxymethylcellulose) membrane, was placed (location not specified). The lot number of seprafilm was not provided. It was reported that on an unspecified date, the pt had returned to surgery within six weeks and had found significant reaction (unspecified) to the omentum and bowel. The company assessed the event as medically significant. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The relationships between seprafilm the event was not provided by the reporter. This is 1 of 4 reports from the same reporter. The total list of cases from this reporter is (B)(4).

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.